Event description:
Customer called to report that she did not think her pod was working properly. Customer stated that her blood glucose levels (bg's) were fluctuating all morning and she took several bolus insulin doses to compensate. Customer stated that her husband found her having a seizure and called 911. Customer said she was immediately placed on an IV and given food to bring her bg back up. Customer took this pod off and started a new one successfully. No further information is available.

Manufacturer narrative:
The pod was thoroughly evaluated and no evidence of any damage or manufacturing deficiency was found that would have either directly caused or contributed to either insufficient or over delivery of insulin. Fluid exited the tip of the cannula when the drive mechanism was actuated. No problem found in the returned device. It is unknown why the user experienced fluctuating bg levels. The user is instructed in the user guide to periodically check the infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.